Event description:
It was reported that the device had a travel coarse error (b2026990). There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to manufacturer: 9/24/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "travel coarse error" in the ehl, but the error could not be duplicated during service. There was a motor rate error that occurred during testing. The cause of the customer reported problem was worn drive train components. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated the software, and replaced the motor, worn gear, and worn coupling. The pump passed all functional tests and performed as intended after repair.